Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high blood glucose of 430 to 460mg/dl and a blank display on the insulin pump. Troubleshooting found that the pump passed the self test and the battery cap is normal. The customer indicated that the pump also alarmed bad battery and failed battery. The customer was advised that a replacement battery cap will be provided to them and to call back if any further issues. Customer declined to troubleshoot any further. .